Event description:
A caller reported that the t:slim x2 pump battery would not charge and that the pump screen was dark and would not turn on. The issue caused the customer's blood glucose level to exceed 500 mg/dl, with the specific value displayed as "high." To address the high blood glucose level, the customer administered a correction injection using multiple daily injections without requiring assistance from a third party. Reportedly, customer reverted to manual injections for insulin therapy.